Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C51071-inv, b60750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation "performed" on same day". The patient's medical history included myomectomy, uterine fibroids, right lower quadrant pain, polycystic ovary, vaginal bleeding, swelling nos, adenomyosis, adnexa uteri cyst, supracervical hysterectomy, oophorectomy, menorrhagia, pelvic pain female, dysmenorrhea and appendix disorder. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: both side- 6 trailing coils. Lot # reported (c51071) is invalid. Lot number:b60750, manufacturing date:2013/08, expiration date:2016/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C51071-notvalid,b60750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performeed on same day". The patient's medical history included myomectomy, uterine fibroids, right lower quadrant pain, polycystic ovary, vaginal bleeding, swelling nos, adenomyosis, adnexa uteri cyst, supracervical hysterectomy, oophorectomy, menorrhagia, pelvic pain female, dysmenorrhea and appendix disorder. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: both side- 6 trailing coils. Lot # reported (c51071) is not valid. Lot number:b60750, manufacturing date:2013/08, expiration date:2016/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. R-b60750, l-c51071) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included myomectomy, uterine fibroids, right lower quadrant pain, polycystic ovary, vaginal bleeding, swelling nos, adenomyosis, paraovarian cyst, supracervical hysterectomy, oophorectomy, menorrhagia, pelvic pain female, dysmenorrhea and appendix disorder. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: both side- 6 trailing coils. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.